Event description:
When the patient was in a vehicle, his device stops stimulating and then turns back on. If the seat was ¿firmer¿ it seems to be worse. This has been happening more and more. He has adaptive stimulation on and that the issue started after they turned the adaptive stimulation on. This started sometime last week. The company representative confirmed on (B)(6) 2013 that the patient¿s device was reprogrammed yesterday. It seemed like a very simple accelerometer adjustment took place.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).